Manufacturer narrative:
A photo of the device showed that the sheath distal tip was severely torn. The investigation is ongoing.

Event description:
During removal of the esheath, a "scraping" sensation was felt and a near circumferential tear on the distal tip of the sheath was noted upon removal. All pieces of the sheath were still attached and there was no seam split noted. There was no vascular complication and the patient left room extubated and in stable condition. The sheath was inserted into the patient without difficulty. During advancement of the valve and delivery system, there was slightly more than usually resistance felt and then a "give". No sheath abnormalities were noted during valve alignment. The patient's access vessel minimum luminal diameter was 7.4mm, was minimally calcified and minimally tortuous.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Upon visual inspection it was observed the liner was fully expanded as designed, there was a radial distal tip tear extending to 2/3 of the sheath circumference, there was a longitudinal cut in the hdpe at the distal tip (not at scoring location), and the sheath tip did not open at the scored location although scoring was present on the od and ID of sheath tip. There were no distal pieces missing or separated from the sheath and no tears were observed in the sheath liner. No relevant dimensional inspection could be performed. No relevant functional testing could be performed due to the condition of the complaint device (distal tip tear and liner expanded). However, functional testing was performed on sample devices in an attempt to re-create the failure mode observed in the complaint device. Efforts to replicate the failure in the sheath were unsuccessful. The complaint for torn sheath distal tip was confirmed, however the root cause has not been determined. Review of complaint history revealed that esheath radial distal tip tearing was previously investigated as part of CAPA. Engineering studies confirmed that the likely root cause of radial tears in the esheath distal tip is insufficient/improper ID scoring at the distal tip during the distal tip scoring process. Although a similar distal tip split was not present in previous confirmed radial tearing complaints attributed to a manufacturing issue, it was not possible to rule out a manufacturing related root cause for this complaint. A CAPA was initiated to investigate further investigation and document corrective and preventative actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.